Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation difficulties occurred. The target lesion was located in the slightly calcified popliteal artery. A 3 x 80 mm ranger sl drug-coated balloon was advanced to the lesion and inflated to nominal pressure using an inflation handle. Upon deflation using the same handle, it was noted the balloon would not deflate. The physician then tried to manually deflate the balloon using a syringe, however, it would still not deflate. Very gently, the physician moved the inflated ranger proximally approx. 2-3mm, and using the same inflation device the ranger balloon deflated without any further issues. No patient complications were reported and the patient status was stable. This product is only ous approved but is similar to an approved us device.